Manufacturer narrative:
Mercury medical received med watch report from the FDA on 10/1/2007. Per phone conversation with rep (clinical engineer user facility), on 10/2/2007 at approximately 4:45 pm est, the following was discussed: product in question was latex free adult CPR bag. No product number or lot number for product in question could be identified (similar product with lot number 3125004 was identified). Product in question was disposed of by user facility. Hosp system converted o2 tank valves from standard connections to quick disconnects (completion - 10/2006). The dialysis center had already received the new style o2 tanks (quick disconnects) at the time of the incident. The problem was they did not completely change out their CPR bag inventory, and still had product on hand that connected to the old style o2 tank. The CPR bags had not been converted, but the o2 tanks were. Cardinal healthcare was the distributor at the time the mercury medical product in question was purchased. Owens and minor is the current supplier. Stated there was no defect with the mercury medical bags. The problem was the dialysis clinic had a CPR bag that had a connector that was incompatible with the new style o2 tank.